Manufacturer narrative:
Evaluation statement: the complaint device is not being returned; it was discarded and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the black molding on the shaft was melting off. The sales rep confirmed that there were no patient burns but stated some of the black coating came off in the patient. The sales rep said all these small pieces were removed with the shaver and nothing was left inside the patient. The surgeon completed the procedure with the device with no patient consequences or delays. The sales rep was not present and could not provide a lot number. The sales rep said that with this device the customer uses the neptune unit for suction. Additional information received via email from the sales rep on (B)(4) 2013 indicates that the complaint device had been discarded and no lot number has been provided by the customer for the complaint device. Additional information was received from the sales rep on (B)(4) 2013: the electrode was new but unable to find out lot # and no reply from account.